Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C91740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube) (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and dysmenorrhoea had resolved and the depression, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion-06-may-2011, 07jan2015 patient received treatment for events ¿abdominal pain, vaginal infection, dysmenorrhea (cramping), general abnormal bleeding, pelvic pain current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test result: total bilateral occlusion. The fallopian tubes were blocked. Lot number: c91740, manufacturing date: 2014-07, expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and dysmenorrhoea had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2015 patient received treatment for events ¿abdominal pain, vaginal infection, dysmenorrhea (cramping), general abnormal bleeding, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C91740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube) (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and dysmenorrhoea had resolved and the depression, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2015 patient received treatment for events ¿abdominal pain, vaginal infection, dysmenorrhea (cramping), general abnormal bleeding, pelvic pain current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test result: total bilateral occlusion. The fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs and mr received: lot number was added, previously reported event- psychological trauma was replaced with specific event depression, newly added events- vaginal haemorrhage, menorrhagia, uti, mental anguish, migraine, vaginal discharge, weight loss, onset date of previously reported events was added, essure insertion date were updated, consumer height and race was added, reporter was added, lab data were updated, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.